Event description:
It was reported that the 11g access cannula bent and consequently broke while being removed from vertebral body. It should be noted that the procedure was completed successfully, with no patient impact, or medical intervention. There was a surgical delay of 2 hours to remove the broken device from the patient.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Full UDI not available due to missing lot number.

Event description:
It was reported that the 11g access cannula bent and consequently broke while being removed from vertebral body. It should be noted that the procedure was completed successfully, with no patient impact, or medical intervention. There was a surgical delay of 2 hours to remove the broken device from the patient.